Event description:
It was reported that during a gastric bypass, the device fired malformed staples in the center of the staple line. The procedure was completed by additional suture. Operating time was extended by a half an hour. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.